Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The blue locking screw is locked and no longer possible to turn.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Examination of the device confirmed the knob is frozen/stuck. Further examination of the threads indicate they have been cross-threaded. A complaint database search finds no other reported incidents against the complaint sample product and lot combination. A two-year complaint database search did not reveal any trend of non-functional locking knobs. The root cause is attributed to user error. Based on the root cause of user error as the root cause and the low frequency of reported events, the need for corrective action was not indicated. Monitor complaints through sep-419. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.